Event description:
Received report of a possible over infusion of iron sucrose. A patient was ordered for iron sucrose 250mls over 4 hours. The nurse programmed the pump for 62.5ml/hr at 2137. At 2300 she found that the infusion was finished. Doctor was notified and checked the patient. There were no vital sign changes, no patient harm and no medical intervention. Reporter requested a log review.

Manufacturer narrative:
(B)(4). Logs received, devices not sent for evaluation. The logs have been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.